Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07508. The same patient is represented in each medwatch. When reviewing the reported information, it was noted that there is a discrepancy between the manufacturing date of lot number 1382619 and the procedure date. Due to legal activity in this matter, and because all contact must go through legal counsel or their respective representatives, wcq cannot perform a follow-up to the customer/patient to clarify these details. Therefore, the information that was reported will be submitted in the medwatch. If any additional information is made available, this file will be updated accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/28/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, vaginal vault prolapsed and stress urinary incontinence. It was reported that patient underwent excision of exposed mesh on (B)(6) 2007, removal of exposed mesh on (B)(6) 2007, mesh and sling removal on (B)(6) 2009 & posterior mesh removal on (B)(6) 2010 due to mesh erosion, infection, painful intercourse, vaginal pain, pelvic pain, urinary problems, recurrence of incontinence, mesh exposure, embarrassing bad odors and chronic infections. (B)(4).